Manufacturer narrative:
Investigation is done. Investigations: visual inspection: no defects or other abnormalities are detected. Permeability test: the test showed that the progav 2.0 is permeable. Computer controlled test: the computer controlled test has shown the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/hr in a horizontal position, to be 8.59 cmh2o. This is within the specified tolerance of 8 cmh2o ± 3 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valve, some deposits were found in progav 2.0. Results: based on our investigation, we are not able to substantiate the claim of "blockage" or "non- adjustability". However, we assume that the visible deposits found within the valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regulatory actions are required.

Event description:
It was reported on (B)(6) 2020 that the shunt is working but non adjustable. The sample was removed on (B)(6) 2020. Implantation: (B)(6) 2019.